Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable results for 1 patient sample for troponin t hs stat (high sensitive short turn around time). The initial result was 13.64 pg/ml. The sample was repeated and a result of 3.00 pg/ml, with a data flag,was obtained on the cobas 2 (serial number (B)(4)). The sample was also run on the cobas 1 (serial number (b)(46)) and that result was also 3.00 pg/ml with a data flag. The customer believed the two results of 3.00 pg/ml were correct. The erroneous result was not reported outside the laboratory. There was no adverse event. The reagent lot number was 187549-03. The expiration date was requested but was not provided.

Manufacturer narrative:
An investigation was performed at the site which focused on e601 serial number (B)(4). The investigation determined the high results were caused by a sample carry-over from the c501 analyzer into the sample tube. Spilled and dried sample had accumulated over time around the sample pipetting station and on the sample probe of the c501 analyzer. Particles of dried sample can be transferred into the sample tube from the sample probe of the c501 analyzer and can be transferred to the e601 analyzer via the sample tube. These particles stick to the outside of the sample tip of the e601 analyzer and can be transferred into the incubation vessel even without being aspirated. When aspirated, they are too small to trigger a clot alarm. The particles can increase the recovery of tnths. The systems were cleaned and adjustments were made to the wash water pressure and sample probe. No malfunction of the devices was identified